Manufacturer narrative:
Hm shows loss of capture on this lead. This lead was capped and replaced on (B)(6) 2021 due to sensing issues. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Hm shows loss of capture on this lead. This lead was capped and replaced on (B)(6) 2021 due to sensing issues. Upon receipt, the lead under complaint was found cut 52 cm proximal to the lead tip. The distal fragment was received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The returned lead fragment was analyzed. The insulation was found squeezed and damaged 39 cm proximal to the lead tip, which is assumed to be the root cause of the reported clinical observations. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Furthermore, the fixation helix was found bent and the rv shock coil deformed, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Hm shows loss of capture on this lead. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead currently remains implanted. Noise reported on the rv channel and out of range pacing impedance measurements (less than 200 ohms). No inappropriate therapy was reported as a consequence of the noise. No adverse patient events reported. Should additional information become available, it will be added to this file.